Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook günther tulip filter. As catalog number is unknown it could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at (B)(6) medical center. After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014 and on (B)(6) 2014." Patient outcome: [pt] lists continued chest pain from the filter.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook günther tulip filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k090140, k112119 or k121057. Summary of investigational findings: no imaging provided and patient's medical records are unknown at this time. Consequently it is not possible to comment on the reported two unsuccessful attempts to remove the filter approx. 4½ and 8½ months after placement. Also, it is not possible to comment on alleged "chest pain from the filter". Filter retrieval is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. The filter was placed at harbor-ucla medical center. After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014 ". Patient outcome: [pt] lists continued chest pain from the filter.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook (B)(4) informs that this complaint has been transferred from william cook (B)(4) to cook inc. Cook inc. Will handle this event under reference# 1820334-2016-00564 for all future reports to FDA. (B)(4). Catalog # unknown as information was not provided but referred to as a cook günther tulip filter. As catalog # is unknown 510(k) could be either k090140, k112119 or k121057 summary of investigational findings: no imaging provided and patient's medical records are unknown at this time. Consequently it is not possible to comment on the reported two unsuccessful attempts to remove the filter approx. 4½ and 8½ months after placement. Also, it is not possible to comment on alleged "chest pain from the filter". Filter retrieval is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 after experiencing a right leg dvt. After placement, [pt] reports two failed attempts to remove the filter on (B)(6) 2014". Patient outcome: [pt] lists continued chest pain from the filter.